Event description:
It was reported that: they were unable to remove the guide from the needle because it was unravelled. Another device was used instead. There was no harm or consequence to the patient.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: they were unable to remove the guide from the needle because it was unravelled. Another device was used instead. There was no harm or consequence to the patient.

Manufacturer narrative:
(B)(4).